Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen had an intermittently delayed response. During troubleshooting with tandem technical support, the touchscreen was functioning as intended and customer confirmed that all areas of the touchscreen were responsive. During one of the reported instances, the customer's blood glucose (bg) level was 408 mg/dl. However, the customer was not yet using the pump for insulin therapy at that time and was using manual injections for insulin therapy. There was no reported impact to the customer's bg level during the other reported instances of touchscreen delayed response.